Event description:
Marquette monitors should show a white pacer spike with a paced ECG. When the ECG changed to a wide complex qrs, the pt was thought to be in v-tach because no pacer spike was shown. He was actually being paced. Pt was given lidocaine and was being prepared for a cardioversion when the ECG returned to its previous state. Documentation of the waveforms was supplied to the MFR.